Event description:
It was reported through the (B)(4) regulatory authority that a piece of metal from a surgical instrument was broken in the patient's ear and the surgeon was unable to recover the missing piece. The breakage occurred in a procedure to treat otitis, while dislocating ear bones. It is also stated, 'no excessive effort has happened during the surgery that could explain the breakage."

Manufacturer narrative:
The observation of the breakage area has revealed a very slight trace of corrosion anterior to the breakage that a visual inspection prior use would have most probably been detected. We could not date the instrument with precision but the design and the absence of batch etching indicates that the instrument is aged of about 20 years. The slight trace of corrosion anterior to the breakage indicates that it has probably been fragilized during the high number of years use which could have provoked the breakage observed. Considering the age of the instrument, we can reasonably conclude that the instrument is not responsible. This product is used for treatment not diagnosis. Manual surgical instruments are intended for use in a wide variety of surgical procedures including otorhinolaryngology, head and neck, otoneurological, ophthalmic, and various laparoscopic and endoscopic surgeries. It is the responsibility of the surgical team to select the appropriate instrument for each case. The instruments are intended to scrape, cut, grasp, hold, remove, or manipulate tissue or structures. They include instrument trays and suction devices designed to evacuate gas, fluid, tissue or other foreign materials. Inspect components for any damage before and after each use. If damage is observed, do not use the instrument until it is repaired. After cleaning and sterilization, verify functionality prior to re-use. Remove from use any damaged instrument.